Manufacturer narrative:
Ptc investigation result was received on 15-sep-2015. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to an adult female consumer who experienced very long and very heavy periods after essure (fallopian tube occlusion insert) insertion. She was submitted to a dnc (regarded as dilation and curettage). This event is listed according to essure's reference safety information. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, consumer stated she had a uterine mass. She was waiting the biopsy results of this mass after the dnc to known if she will have to be submitted to a salpingectomy or hysterectomy. Uterine growths, such as polyps or fibroids, can lead to menorrhagia. In this case the exact nature of consumer's mass was not specified and she suspected it could be an essure coil. Although limited information was provided in this case; considering menorrhagia's nature a contributory role of essure in its occurrence cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since an intervention (dilation and curettage) was required. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, since this case was identified during (B)(6) website monitoring.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on (B)(6) 2017: case became legal: essure implanted in (B)(6) 2014 for permanent contraception, removed by hysterectomy and bilateral salpingectomy on (B)(6) 2015, newly reported events: constant vaginal bleeding, cognitive problems, depression, mood swings, lower back pain, all considered related to essure. Company causality comment: a female plaintiff experienced very long and very heavy periods and severe pelvic pain, her pelvic region was painful most days after essure (fallopian tube occlusion insert) insertion. She was submitted to a dnc (regarded as dilation and curettage). A hysterectomy and bilateral salpingectomy was also performed. The events are anticipated according to essure's reference safety information. After essure insertion abnormal genital bleeding, menses pattern changes and pelvic pain may occur. In this particular case, consumer stated she had a uterine mass. She was waiting the biopsy results of this mass after the dnc. Uterine growths, such as polyps or fibroids, can lead to menorrhagia. In this case the exact nature of consumer's mass was not specified and she suspected it could be an essure coil. Although limited information was provided in this case; considering menorrhagia's nature a contributory role of essure in its occurrence cannot be excluded. With regards to the event pelvic pain, as no alternative explanation was given, considering its nature a causal relationship with essure cannot be excluded. In addition non-serious events were reported. This case was regarded as incident because surgical intervention was performed. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Upon receipt of follow-up information, this case became legal. Thus, further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0227, awareness date 21-aug-2015). It refers to an adult female consumer in united states who had essure (fallopian tube insert) inserted in 2014. Consumer reported that she has had her coils placed just shy of a year. From day one she has experienced extreme bloating and gas. She cramp badly whenever she had to urinate and defecate. Her pelvic region was painful most days, especially after physical activity. Her periods have become very long and very heavy. Her sex life has gone out the window. Her hair was thinning very badly. And she was experienced adult acne consistently and not just during her period. She just had a dnc (interpreted as dilation and curettage) and currently awaiting results. She will be scheduling an appointment her post op (operative) appointment to have her fallopian tubes removed. Unless the biopsy and scope results of the mass in her uterus was indeed a coil. If this is the case she will be having a hysterectomy. Putting her through menopause at the ripe young age of (B)(6). This has shaken her whole life upside down. Company causality comment: this non-medically confirmed, spontaneous case report refers to an adult female consumer who experienced very long and very heavy periods after essure (fallopian tube occlusion insert) insertion. She was submitted to a dnc (regarded as dilation and curettage). This event is listed according to essure's reference safety information. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, consumer stated she had a uterine mass. She was waiting the biopsy results of this mass after the dnc to known if she will have to be submitted to a salpingectomy or hysterectomy. Uterine growths, such as polyps or fibroids, can lead to menorrhagia. In this case the exact nature of consumer's mass was not specified and she suspected it could be an essure coil. Although limited information was provided in this case; considering menorrhagia's nature a contributory role of essure in its occurrence cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since an intervention (dilation and curettage) was required. A product technical analysis is being sought. No active follow-up will be pursued, since this case was identified during health authority website monitoring.